Event description:
Boston scientific received information that this lead had a fracture, which was causing oversensing, inappropriate shocks and high impedance issues. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.